Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with two 425cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade unknown and left sided rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Additional information was received on january 23, 2023. The capsular contracture was baker grade iii. Explant was performed on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture / rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2023. In addition to the issues reported previously, the patient also experienced several unexplained systemic symptoms post procedure. The exact nature of the symptoms was not specified. When the devices were explanted, they were not replaced. Additional information was received on (B)(6) 2023. The patient is fully recovered. Reason for device explant and/or reoperation: capsular contracture/rupture/generalized illness h6 health effect - clinical code e2402: generalized illness manufacturer¿s reference number: (B)(4).